Event description:
The customer reported that the alarm has power for about 4 seconds and then it turns off. This was discovered during set-up prior to placing it into use with a pt.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found no external physical damage to the alarm unit. When working batteries were installed, the alarm powered on, after 4 seconds, the alarm powered off on its own. Attempted to power alarm back on and it would not power on. (B)(4).